Manufacturer narrative:
Device identification and device manufacture date: additional information. (Device code): correction. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events. Although a specific cause for these findings could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with a potential driveline wire compromise. The submitted log file contained data from (B)(6) 2019. Multiple low speed events were captured on (B)(6) 2019, and (B)(6) 2019 with speed reductions as low as 2910 rpm (5690 rpm below the low speed limit) while the patient was connected to the mobile power unit (mpu). These events resulted in low speed advisory/hazard, low flow hazard, and low speed operation alarms; however, no pump stoppages were recorded throughout the log file. These events also appeared to be associated with pi events. Despite the observed alarms, the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, and no further events have been reported at this time. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, these documents address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic with a backup battery fault alarm. The patient stated that the backup battery in his controller was just replaced in (B)(6) 2019. The log file analysis showed speed drops less than the lower speed limit (lsl) on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 while connected to the mobile power unit (mpu). An external backup battery (ebb) fault at the end of the log file. Customer had the patient come in for a driveline evaluation on (B)(6) 2019 for a suspected short-to-ground shield fracture. During on site evaluation, customer was unable to reproduce speed reductions or motor stopped events with manipulation of the external portion of the driveline or with upper body movement while on a grounded patient cable. Customer replaced the patient's mpu with a power module and had issued him ungrounded patient cables. Customer will continue to monitor for unusual alarms during clinic visits. The patient had speed drops from 9000 to 2900. The percutaneous lead images submitted are unremarkable. At the end of the log file an ebb fault was captured due to the ebb failing the load test. The patient was placed on an ungrounded cable, and the ebb was changed out.